Event description:
Patient representative reported right side asymmetry, "intense muscle pain and breast discomfort, as well as various inflammations and joint pains and, consequently, a decrease in vitality", "intracapsular breakage", "recall" was mentioned, " development of capsular contracture, silicone-induced granuloma and altered permeability and signs of silicone gel leakage", joint pain, intense pain and anxiety crisis. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade unknown" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, granuloma, and capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side asymmetry, "intense muscle pain and breast discomfort, as well as various inflammations and joint pains and, consequently, a decrease in vitality", "intracapsular breakage", "recall" was mentioned, " development of capsular contracture, silicone-induced granuloma and altered permeability and signs of silicone gel leakage", joint pain, intense pain and anxiety crisis. Device remains implanted. "Intense muscle pain, and joint pains" and "decrease in vitality" are not device related.